Event description:
The customer reported that the video was breaking up during a case. Another c-arm was brought in and the case was completed.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and release to the customer for use.